Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation so the reported condition was unable to be confirmed. Based on the information received the root cause of the reported condition was unable to be identified. Adequate design and manufacturing controls were determined to be in place to detect alleged defects during the edwards manufacturing process. Manufacturing records were unable to be reviewed due to no lot number provided by the customer. A review of the IFU was performed and no inadequacies were identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored on through the edwards quality system and if action is required, appropriate investigation will be performed.

Event description:
As reported, during use of an intra aortic occlusion device in a redo mitral surgery, there was some difficulty delivering the initial dose of crystalloid cardioplegia and the pressures were high. The physician¿s impression was the tip of the device was against the aortic root wall or near the wall of the aorta so it was decided to remove the catheter. After device removal, the physician inflated the balloon outside of the patient and found the balloon was asymmetrical. To proceed with the surgery, the aorta was clamped using an external clamp. The device was prepped according to the IFU. The device primed without difficulty during preparation and there were no problems noted during preparation. The patient was in stable condition and there were no reported patient injuries.

Manufacturer narrative:
Device investigation is currently underway.